Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that five days following the implant of this transcatheter bioprosthetic valve moderate paravalvular leak (pvl) was identified. An electrocardiogram (ECG) also identified an unspecified abnormality. Treatment was not reported for either observations. It was further reported that 6 years, 5 months, and 5 days following the valve implant procedure, heart failure occurred. Acute pulmonary edema was reported in a patient with dysfunction of their aortic prosthetic valve in the context of suspected right-sided pneumonia and rapid atrial fibrillation. Dysfunction of the percutaneous aortic prosthetic valve with a mean/maximum gradient of 36/64 millimeters of mercury (mm hg) and severe aortic regurgitation with indication of medical therapy was reported. Preserved left ventricular function (ejection fraction (ef) 85%), permanent atrial fibrillation, depressive syndrome, chronic obstructive pulmonary disease (copd), and chronic kidney disease were noted. The symptoms were reported to not be related to the related and to possibly be related to the valve. The patient did not undergo aortic surgery, vi, or permanent pacemaker implant. The patient was hospitalized for 21 days. The patient died due to a cardiovascular cause 5 months and 4 days after they were hospitalized. The death was noted to not be related to the valve.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.